Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after inserting a spike from a stellant CT disposable kit into a saline bag and preparing to fill the syringe, the customer noticed a foreign body within the saline bag and chose not to use it. No injury or adverse event was reported.

Manufacturer narrative:
Product analysis received and examined the returned complaint material which included 4 stellant syringes and 3 third-party saline bags. Visual examination confirmed the presence of particulates within the returned saline bags as well as two of the returned syringes. Further examination determined that the appearance of the particulates was consistent with the grey rubber covering of the additive port on the saline bag. A clinical investigation determined that the customer was using the contrast spike from the stellant CT disposable kit to access the additive port of the third-party saline bags. Upon insertion, the technologists noticed that the rubber membrane of the additive port had torn when spiked. The torn rubber adhered to the spikes, became dislodged in the saline bag and then had subsequently entered the syringes during the filling process. There are two ports on the IV bag produced by the third-party manufacturer, the set port and the additive port. The set port is area through which a solution set should be accessed, i.e., the saline spike from the stellant CT disposable kit. The additive port stopper on the saline bag is the access point for adding or withdrawing fluid. Nothing larger than the diameter of an 18 gauge needle should be used to access this port to add or pull fluid out. Additional educational training was provided by the site regarding the proper insertion and access of saline bags with the spikes from the stellant CT disposable kits. The site has stopped using the additive port and is using the saline spike to access the IV set port as directed.